Event description:
As reported by the field clinical specialist (fcs), during a valve-in-valve transcatheter pulmonic valve replacement (tpvr) procedure involving the implantation of a new 26 mm sapien 3 valve within an existing 26 mm sapien 3 valve, a split in the 14fr esheath+ was observed following valve implantation and during removal of the delivery system. It was noted that there was difficulty advancing the 26 mm commander delivery system and valve through the esheath+. The resistance was encountered at the sheath hub/housing and sheath shaft/fully expandable portion of the esheath+. Following valve deployment, there was difficulty withdrawing the delivery system. The delivery system was noted to be exiting through the side of the esheath+. Percutaneous retrieval of the delivery system was unsuccessful. A surgical cutdown was performed to remove the delivery system. The esheath+ was removed over the delivery system prior to the surgical cutdown. There was notable blood loss during the tpvr procedure and a blood transfusion was required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-07345 and 2015691-2025-07360 for details of the other event. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the imagery, the delivery system was exiting through the side of the silhouette of the esheath+. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system through the esheath+ was unable to be confirmed; however, the torn esheath+ liner that resulted in blood loss which required a blood transfusion to treat was able to be confirmed based on the evaluation of the imagery. The presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "a split in the 14fr esheath+ was observed following valve implantation and during removal of the delivery system. It was noted that there was difficulty advancing the 26 mm commander delivery system and valve through the esheath+. The resistance was encountered at the sheath hub/housing and sheath shaft/fully expandable portion of the esheath+." Regarding the difficulty advancing the delivery system through the esheath+, based on the information provided, this event may be due to a technique-related issue (e.g. Non-coaxial advancement, pushing too far back on the commander delivery system (ds), twisting sheath, etc.). As no imagery of the patient's anatomy was available, it is unknown whether the patient's anatomical conditions would have further contributed to the reported resistance. As such, the available information suggests that procedural factors (technique used to advance the delivery system through the esheath+) may have contributed to the event. Regarding the torn esheath+ liner, it was reported that "the perceived root cause of the esheath+ split was the valve being aligned with the esheath+." Per the training manual, "perform valve alignment in the straight section of the ivc." If the valve was aligned within the sheath in lieu of the vein, it could create a confined environment thereby increasing interaction between the crimped valve and inner sheath lumen, resulting in tearing of the liner. Additionally, in this case, a burst balloon was reported. A balloon burst could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could further contribute to tearing of the esheath+ liner. As such, the available information suggests that procedural factors (valve alignment performed within the esheath+ and altered balloon profile) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.